Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon opening instrument trays and assembling instruments the scrub tech noticed a crack in the attune fixed bearing tibial impactor. While trying to insert it onto the handle it fractured. All pieces were recovered. Patient was not affected. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.